Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was to be used in the common bile duct during a endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was able to be deployed; however, it was noted that the stent was short for the patient's anatomy. The stent was attempted to be pulled down but the stent looks like it kinked. The stent was removed and another wallflex biliary stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 3009 captures the reportable event of stent positioning problem. Problem code 2976 captures the reportable event of stent material deformation. Block h10: a wallflex biliary fully covered rmv stent was returned for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was received kinked at 45mm of the proximal end. The reported event of stent kinked was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and the observed failure was likely due to procedural factors such as how the device was handled and manipulated or the quantity of force applied in the attempt to pull the stent down during the procedure, the techniques used by the user, and normal procedural difficulties encountered during the procedure which affects the performance of the device. Therefore, the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (b)(6 2019 that a wallflex biliary rx fully covered rmv stent was to be used in the common bile duct during a endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was able to be deployed; however, it was noted that the stent was short for the patient's anatomy. The stent was attempted to be pulled down but the stent looks like it kinked. The stent was removed and another wallflex biliary stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.